Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to no button response. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via (B)(4) that they had a motor error alarm. Customer also reported having issues with the act button. Customer stated their blood glucose was normal. The customer stated they did not drop or bump the insulin pump. The customer agreed to return the insulin pump for analysis.